Manufacturer narrative:
The reported complaint of the broken spectrum hook is confirmed. The examination of the used device c6380 performed per print and procedure, found the suture hook 45 degree broken off at the tip with no other signs of damage. The tip welded area of 360 degrees was found with no gaps. This is technique dependent device and the most likely cause of this suspected failure is user related. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution were found to have met all specifications prior to shipment and found no abnormalities that would contribute to this issue. A two-year lot history review was conducted and found no other similar complaints for this lot number and failure mode. A two-year review of complaint history for this device family and failure mode, revealed there has been a total of (B)(4) complaints, regarding (B)(4) devices, for this device family and failure mode. During this same time frame (B)(4) devices have been manufactured and shipped worldwide. Should all the complaint devices have been found confirmed for this reported failure, the rate of failure would be (B)(4). The instructions for use (IFU) provides the user with information regarding proper care and use of this device. Conmed encourages the inspection and/or test of all medical equipment prior to use to ensure all devices are functioning as expected. The IFU also advises the user that, prior to use, always inspect suture needle for damage (i.e., worn, dull, bent or cracked). If the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument. This issue will continue to be monitored through the complaint system to assure patient safety.

Manufacturer narrative:
At time of filing, although expected, the reported device has not been returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
Conmed received a report of an issue with spectrum ii suture hook, disposable, 45 degree right. Item c6380, lot # 1026935. It was reported that the issue occurred during an arthroscopic shoulder stabilization procedure on (B)(6) 2019 at (B)(6) hospital in (B)(6). During the procedure, when the surgeon was passing the spectrum hook through the tissue, the end of the spectrum hook broke off. It was recovered. There was no excessive force used with the hook at the time it broke. A grasper was used to retrieve the hook piece that broke off and there is no indication of impact or injury to the patient. The procedure was successfully completed with a reported 2 minute delay by opening a new spectrum hook. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.